Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: populated as (B)(6) 2019 as there is no known event date. Populated as the first day of the month of the bsc aware date (B)(4).

Event description:
It was reported that shaft break occurred. A model-6f pv mach1 was selected for use. However, when the device was taken out from the box, it was found to be separated and bent. The procedure was completed with another of the same device. No patient complication were reported.